Event description:
During an arthroscopic knee repair, 2 drivers&apos; tips broke off one after the other whilst the surgeon was driving the screw into the bone tunnel for fixation. Both tip fragments were easily retrieved from the body and the procedure was concluded successfully without delay or further issue or harm to the patient. Also see associated MDR 1221934-2011-00405.

Manufacturer narrative:
Mitek received two drivers against this complaint file; the devices were evaluated visually, both with the naked eye and under power. It is noted that the distal tips of both drivers are missing, broken off; the condition of the break is ragged, not clean. No lot number was supplied, which precludes conducting a batch history review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. We cannot tell much from this; the breaks indicate that a considerable amount of rotational force was applied; the devices appear to have seen some usage; outside of these considerations, we cannot discern any root cause for the reported device failures. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thorough investigated and evaluated, those results will be the subject matter in a follow-up report.